Event description:
It was reported that the insulin pump was exposed to moisture and the numbers were ramping. The customer wore the insulin pump in a case while they were in the water. The customer's blood glucose was 10.8 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the electronic assembly. The insulin pump was also received with moisture damage on the battery tube, vibrator and motor assembly. No unexpected number ramping was noted during testing. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.